Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken which caused the engagement failure. There were no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to customer reported complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch/wrist inputs fail to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows qty #6 engagement failures via error code 22020 indicating engagement failure on the pitch axis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument was not recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.